Event description:
It was reported that the customer received a motor error alarm twice while rewinding. The customer had not used the insulin pump for a few months prior to the alarms. The customer's blood glucose was 300 mg/dl. The customer also received a motor position encoder error alarm. Troubleshooting was done. The customer was unable to complete the rewind sequence due to the motor position encoder error alarm. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.